Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was damaged. The following information was provided by the initial reporter: it was reported needle dull, plastic catheter pushing against skin but unable to properly slide off needle, the plastic catheter was not smooth and straight, it had a small balloon/ bulge at the end of the catheter. Verbatim: 5/6/2021 - bd insyte autoguard IV catheter 24gauge 0.75 inch was visually inspected prior to use in starting piv access. The plastic catheter was not smooth and straight, it had a small balloon/ bulge at the end of the catheter. This was brand new out of the sterile package.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was damaged. The following information was provided by the initial reporter: it was reported needle dull, plastic catheter pushing against skin but unable to properly slide off needle, the plastic catheter was not smooth and straight, it had a small balloon/ bulge at the end of the catheter. Verbatim: (B)(6) 2021 - bd insyte autoguard IV catheter 24gauge 0.75 inch was visually inspected prior to use in starting piv access. The plastic catheter was not smooth and straight, it had a small balloon/ bulge at the end of the catheter. This was brand new out of the sterile package.